Event description:
It was reported that while in the or, a cage was loaded onto the inserter. It was noticed by the surgeon that the anterior / posterior markers were on the wrong/opposite sides of the cage. There are no reports of adverse consequences to the patient.

Event description:
It was reported that while in the or, a cage was loaded onto the inserter. It was noticed by the surgeon that the anterior / posterior markers were on the wrong/opposite sides of the cage. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: a video clip device history review, complaint history review, risk assessment. Results/conclusion: the reported laser marking error was confirmed via a video clip of the device sent to post market surveillance. The device was not returned. The event did not result in any patient's harm. A non conformance was opened to further investigate this issue. A commercial hold has been placed on the affected items and the product in the warehouse was scraped. A change control has been open to add a laser marking inspection before product release. CAPA was open to evaluate how to avoid a reoccurrence of this issue and to continue the investigation regarding the laser marking process.